Manufacturer narrative:
Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcu525 model intraocular lens (iol) was implanted in the patient¿s operative eye. Due to complaints of uncorrected cylinder the iol was scheduled to be explanted however, during the secondary procedure on (B)(6) 2025 the doctor found that he could rotate the lens instead. Doctor is going to see how the patient does with lens repositioning first and will contact j&j if he decides to explant the lens. The suspect iol is not available for return as it remains implanted. No further information is available.